Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(4). The date of implant is unknown and was reported only as (B)(6) 2015. This device was initially reported as an unknown screw and was reported in initial medwatch, (B)(4). Upon receipt and evaluation of the device, the part number was identified and the newly identified device was reported in this separate initial report. A product development investigation was performed for the subject device (2.7mm va lckng screw slf-tpng with t8 stardrive recess 52mm, part number 02.211.052, lot number unknown). The subject device was returned for the complaint condition of ¿2.7/3.5mm va-lcp anterolateral distal tibia plate migrated as a result of four to six 2.7mm locking screws breaking.¿ the va-lcp distal tibia plate was found to be intact and the heads of three broken 2.7mm va locking screws were retained in the distal portion of the plate. The subject device shaft was also returned. The 2.7/3.5mm va-lcp anterolateral distal tibia plate is a part of the 2.7mm/3.5mm va-lcp ankle trauma system and is utilized for fixation of ¿osteotomies, fracture, nonunions, malunions and replantations of bones and bone fragments of the diaphyseal and metaphyseal regions of the distal tibia" per the technique guide. The most recent drawing revision for the subject device was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. Without a lot number, a device history record review could not be performed. The complaint condition was confirmed. A definitive root cause could not be determined as many variables can contribute to non-union and implant failure post-operatively. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2016 due to non-union, device breakage, and device migration. The original implant date was reported as an unknown date in (B)(6) 2015 to treat a distal tibia fracture. The following implants were removed: one 2.7/3.5mm variable angle (va) locking compression plate (lcp) anterior lateral distal plate (intact), four 2.7mm va locking screws (broken), three 3.5mm va locking screws (intact), ten 3.5mm cortex screws (intact), two 4.0 cortex screws (intact) and two tubular lcp plates (one on the fibula and one on tibia¿both found broken). The va-lcp plate reportedly migrated due to four of the 2.7mm locking screws breaking. The va-lcp plate was removed intact. It was suggested that since the plate migrated, shortening of the tibia and limited range of motion occurred at fracture site. Both tubular plates were found to be broken near the unoccupied holes. There was no surgical delay reported. Revision surgery is planned on an unknown date for an ankle fusion. The patient is currently being treated with a soft boot until the revision surgery is performed. This report is 6 of 7 for (B)(4).